Event description:
It was reported that the device exhibited an error message for ¿sets are not recognized¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the entire device worn, display glass scratched and cracked. No problems were found in the event history log. Functional testing was able to replicate and confirm the reported issue; the device was found to display ¿no disposable¿ alarm and the downstream occlusion (dso) sensor was stuck at 2500mv. The root cause was unknown. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.